Event description:
It was reported that the ventilator generated a technical error indicating a failure of the control printed circuit board during start-up. There was no pt involvement. (B)(4).

Manufacturer narrative:
The control printed circuit board was replaced by our field service engineer and the logs were saved. The eval of the logs and the investigation of the replaced control circuit board has not yet begun. A supplemental medwatch will be provided when investigation is finished. (B)(4).